Manufacturer narrative:
Pc (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that in a robotic low anterior resection, surgeon fired first time successfully. The staff changed the cartridge and in an effort for second firing, doctor tried to compress the bowel between the jaws, but the retaining pin could not move forward to compress. They changed instrument and fired again, but surgeon observed that although the bowel had been cut, it had not been stapling in both two rows. The procedure was extended by 60-minutes but successfully completed. Instrument was replaced. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 01/13/2021. D4: batch # u5dj8w. H6: component code = others (g07). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cs40g device was received with no apparent damage and with no reload present. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The device lockout and the reload lockout were functional. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: make sure tissue to be stapled is properly positioned in the jaws before stapling. Bunching, stretching or uneven loading of tissue could result in leakage, lack of hemostasis, or disruption of staple line. Before firing, verify that the intended tissue is in the closed jaws of the instrument. If the pin is not properly positioned, staples may not form properly, which may result in leakage or disruption of the staple line. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.